Event description:
It was reported while using bd eclipse¿ needle 25 g x 5/8 in. With detachable 1 ml bd luer-lok¿ syringe the scale markings were illegible. The following information was provided by the initial reporter: scale blur.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-mar-2022. H.6. Investigation: one photo and one sample in open packaging were received by our quality team for evaluation. From the photo, spear printing was observed on the scale marking of a 1 ml syringe. The sample was subjected to visual inspection and observed an ink stain on the syringe barrel. The syringe part is manufactured at bd canaan so the quality team at bd canaan has performed a supplemental investigation on the returned samples. From the photo, the team shows a smeared print on greater than 50% of the minor grad lines between the 0.4 and 0.5 ml major grid lines. A severe ink ring can also be seen at the bottom of the scale below the 1.0 grad line and the bd logo is smeared off. The sample has two sever ink rings in the areas described. A potential root cause for the smeared print defect is associated with the marking process. The reported batch, 1146667, had a quality notification related to the reported defect and the affected product was scrapped. However, it is possible a limited number of pieces with this condition were able to escape detection.

Event description:
It was reported while using bd eclipse¿ needle 25 g x 5/8 in. With detachable 1 ml bd luer-lok¿ syringe the scale markings were illegible. The following information was provided by the initial reporter: scale blur.